Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Litigation alleges heavy metal poisoning, metallosis and extensive abductor muscle necrosis, metallic stained fluid with metal debris, significant evidence of corrosion of the femoral head, necrotic tissue from the rim of acetabulum, corrosion of the acetabular liner, pseudo membrane formation of the liner due to toxic heavy metal ion poisoning. Plaintiff is also suffering from emotional trauma and distress.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
In addition to what was previously reported, the patient was revised to address right hip weakness and functional limitations r tha due to metalosis. Doi: (B)(6) 2006 dor: (B)(6) 2021 right hip.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: h6 (health effect- clinical code). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: b5.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Per the provided evidence, debris was observed through the taper surface, however, it cannot be definitely determined that device presented corrosion. No other defects/malfunction were observed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Medical records received. In addition to what was previously reported in the medical records, the patient was revised to address, mechanical loosening of the internal right hip prosthetic joint and pain. Clinical visit reported pain, edema, weakness, discomfort, distress, impaired rom, stiffness, and tenderness.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned for analysis. Per the provided evidence, debris was observed through the taper surface, however, it cannot be definitely determined that device presented corrosion. No other defects were observed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
After review of the medical records, clinical visit reported bilateral tha suggestive of bilateral foreign body reaction with osteolysis and juxta articular collection/ pseudotumor formation. Left hip lucency is seen surrounding the proximal stem, less conspicuous that on the right, nonspecific multiple areas of heterotopic ossification along the femoral head and lateral to the acetabulum. No component fracture.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle metal on metal claim letter received. Claim letter alleges pain, discomfort, difficulty walking and elevated metal ions. MRI suggested bilateral foreign body reaction with osteolysis and pseudotumor formation. Patient also suffered the following injuries but are not limited to metallosis, permanent tissue, muscle loss, limited adl and work, medical expenses, psychological and emotional injuries. Patient is seeking compensation for all the damages that have cause him. This is also serve as formal notice of claim and written demand. Doi: (B)(6) 2006; dor: unknown; right hip.